Manufacturer narrative:
Concomitant medical products: product ID: 977a275. Lot#: unknown. Implanted: (B)(6) 2019. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the battery pocket heats up. The ins pocket started to feel warm, the patient and their colleague palpated the area and it felt warmer than other areas of the body. Two weeks afterwards, the stimulation increased on its own from 0.45 to 1.9 ma. Adaptive stim (as) was not on and settings erased before. The patient then experienced a headache and the stimulation was turned off because of that. It was unknown if there were any external contributing factors. Diagnostics/troubleshooting was performed. The impedances were checked and there was nothing wrong. No interventions were taken yet. The patient has a meeting with their doctor on (B)(6) 2020. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was explanted on (B)(6) 2020.